Manufacturer narrative:
No report of patient involvement. (B)(4). (B)(6). The distributor replaced the drive gas check valve.

Event description:
The distributor reported high pressure was noted on the unit. There was no report of patient involvement.